Manufacturer narrative:
D6: device returned with no lot identification. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, top shroud; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: jaws: inside width at tips, .174. Analysis conclusion: based on info received and visual results, no conclusion could be reached as to what may have caused reported incident. Instrument was received empty. As instrument was returned empty, further funtional testing could not be performed. Therefore, reported incident could not be recreated. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the clips were malformed. There was no pt consequence.